Event description:
Reportable event: on friday, 01/21/2000, definitive and confirming information was rec'd by the innerdyne, inc., quality compliance department from hospital risk management department, regarding one (1) incident involving a reposable step product. The episode occurred at the hospital during a laparoscopic procedure. Upon removal of the placed access system, it was noticed that a 1/4" x 3/4" piece of the distal end of the cannula barrel was missing. The attending physician reported to risk management that a piece of the barrel had been left behind, but presented no present or future complication to the pt. The pt was informed of the matter by dr. The pt is reported fine at this time without medical sequelae from this episode. Therefore, the event is reported as a result of unretrieval of foreign materials, although no pt injury and/or secondary surgical intervention are reported by the utilizing institution.